Manufacturer narrative:
The pump has not yet been received for eval. Medex is unable to confirm this issue without benefit of returned product. An additional report will be submitted should info become available that impacts the outcome of medex' investigation.

Event description:
Please refer to user facility report # (B)(4).